Event description:
Information was received from a healthcare provider regarding a generator and handpiece. It was reported that the generator was arcing during a case. The site tried swapping the grounding pad and the handpiece with no resolution. There was no impact on patient outcome.

Manufacturer narrative:
No parts have been returned to the manufacturer for analysis. If information is provided in the future, a supplemental report will be issued.